Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of the evaluation. (B)(4).

Event description:
The facility representative reported to baxter global technical services a syndeo pump with an error code 451. The reported condition occurred during patient use and therapy was stopped. The reported condition occurred in the medical surgical department. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The reported condition of failure code error code 451 was confirmed, but not duplicated. The thumbpress switch is working correctly; however, it is "sticky" during operation. There is evidence of dried fluid on the syringe cover and plunger block assembly specifically around the thumbpress switch. No repairs have been performed at this time since this is a baxter owned device. A service history review revealed no previous service events were related to the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).